Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a 300cc mentor memorygel breast implant experienced bilateral rupture and right sided capsular contracture post procedure. The rupture was diagnosed through mammography and a physical examination. As a result, explant, right capsulotomy, and replacement with new 300cc mentor memorygel breast implants was performed on (B)(6) 2022. The right sided rupture was reported initially under 1645337-2022-04108 on (B)(6) 2022. On april 18, 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.